Event description:
While at the philips bench for evaluation, the bench technician observed the device had "bad ECG readings" and recommended the measurement panel be replaced. There was no reported patient involvement.